Event description:
It was reported, that the artificial urinary sphincter cuff. Eroded into the urethra, because the patient was catheterized, during a hospital visit without the device being deactivated. Therefore, the cuff was removed. And the surgeon subsequently performed a urethroplasty to fix the erosion. The patient underwent a reimplant surgery to place a new aus with a transcorporal approach. There were no further patient complications.

Manufacturer narrative:
B3: date of event: the exact event date is unknown. There was no device available for analysis. Therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.